Event description:
Pt reported that they were in a motorcycle accident in 2004, and that paramedics determined that their blood glucose was 66 mg/dl (prior to paramedics arriving, an rn who happened to pass by the scene of the accident gave the pt a can of sprite). Pt was taken to hosp, but medical treatment received was not specified. Pt thinks that their eating habits on the day of the event may have contributed to low blood glucose event, but they were not sure.